Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated thyroglobulin auto antibodies (tgab) results above the normal reference range for multiple patients generated by the unicel dxl 800 access immunoassay system. All erroneous results were obtained from one reagent pack. Subsequent testing on a new reagent pack produced lower results within the normal reference range for all patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the established ranges prior to the event. The customer is not questioning instrument performance. This issue is currently under investigation.